Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Device interrogation revealed, the right atrial (ra) lead exhibited no sensing and no capture. Chest x-ray was performed and confirmed ra lead dislodgement. The physician opted to explant and replace the lead on (B)(6) 2021. There were no patient consequences, and the patient was discharged after successful procedure.